Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was no / low volume of speaker. The reported problem was confirmed.the customers device was fixed remotely. No further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the piic ix event that included no / low volume on the speaker. The device was in use and there was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to hear alarm tones at their central station .the device was in use. There was no report of patient or user harm.